Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned. The hospital kept it.